Manufacturer narrative:
The involved device was available for evaluation. This device has been used in the treatment or diagnosis of a patient. The sample did not meet specification. The reported condition was confirmed. The investigation found the connection is loose. The investigation could not determine a root cause or a probable root cause for the identified issue. The condition of the product was addressed by re-tightening the connection. If information is provided in the future, a supplemental report will be issued.

Event description:
Examination of this device by a service center found that when trying to activate coag mode the cut mode was activated. There was no patient involvement.